Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient's ins was replaced with another model of ins on (B)(6) 2018. The patient was now receiving effective therapy with good pain relief.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted with a new model ins as a replacement of another device on (B)(6) 2018. The ins was programmed with program 1 which had 11.6 milliampere (ma) intensity, 270 microseconds pulse width, and a rate of 50 hertz (hz), and program 2 which had 10.5 ma intensity, 270 microseconds pulse width, and a rate of 50 hz. It was reported that all impedance values were between 840 and 1 ,080 ohms. With the clinician programmer, the patient felt stimulation at the programmed parameters. When the patient tried to increase the intensity with the patient controller, error message 59 appeared and the patient could only decrease the intensity. The programming was changed to program 1 with 11.6 ma intensity, a pulse width of 500 microseconds then 1,000 microseconds after that, and a rate of 50 hz, and program 2 off. The same situation occurred. Another change with only one program was tried with 10.5 ma intensity, 500 microseconds pulse width, and a rate of 50 hz. There was no out of regulation (oor) message, but the patient didn't feel stimulation and intensity could not be increased over 10.5 ma. The problem seemed to be that from the patient controller oor appeared, but not from the clinician programmer. The patient controller did not permit to increase the stimulation due to the oor message. The issue remained when increasing the pulse width even with impedance being ok. The lead was checked with x-ray and it was ok. It was reported that the patient was still in the hospital for this reason on (B)(6) 2018. A device follow-up was planned for the morning of (B)(6) 2018 at 10 am. It was noted that the device would be fully charged, and was about 60% charged on (B)(6) 2018. Additional information was received from the rep. On (B)(6) 2018, they tried to program other settings, but the patient didn't feel comfortable stimulation. Impedance was tested on (B)(6) 2018. High impedance was measured on electrodes that were not used in programming; electrode 6 had impedance of 38,600 ohms and electrode 7 had impedance of 40,000 ohms. All other electrodes' impedance was within normal range. Group a was active with intensity of 24.0 ma, pulse width of 700 microseconds, and a rate of 40 hz. Group b was inactive with intensity of 49.0 ma, pulse width of 800 microseconds, and a rate of 40 hz. Settings on the active program were also reported as intensity of 51.0 ma, pulse width of 800 microseconds, and a rate of 40 hz. All programs used cathodes on electrodes 11 and 13, and anodes on electrodes 5 and 12. At the end of the follow-up visit, the physician decided to program different groups for the different body positions. This programming strategy worked and the patient now felt a more comfortable stimulation even if the voltage was different from the previous ins. The next follow-up was planned for the next week following (B)(6) 2018. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2018. No surgical intervention occurred or was planned. The patient was alive with no injury. Additional information was received from the rep. It was reported that a rep was at the hospital for patient follow-up on (B)(6) 2018. Stimulation was found with two programs that worked quite well for the patient and the tablet did not show the oor message. The settings used were program 1 with intensity of 6.9 ma, pulse width of 300 microseconds, and a rate of 40 hertz with a cathode on electrode ten and two anodes on electrodes 15 and 16, and program 2 with intensity of 7.3 ma, pulse width of 200 microseconds, and a rate of 40 hertz with cathodes on electrodes 2, 3, and 4 and an anode on electrode 5. The problem with the oor message #59 persisted; it still appeared on the patient controller at the first communication without increasing intensity and the patient couldn't set the stimulation intensity in different positions. The patient needed to increase intensity specifically on program 2. The rep then programmed both programs with 100 microseconds and 100 hz at 0 ma. The intensity was increased with the patient controller and oor appeared at about 7 ma. It was noted that the physician was not satisfied. Additional information was received from the rep. It was noted that the patient's stay in the hospital was about 10 days long. The issue had not been resolved yet as of (B)(6) 2018. It was noted that this was confirmed with the healthcare professional.